Event description:
Died, allegedly from injuries from implants, per attorney. Follow-up findings: legal claim is unsubstantiated by a hlth care professional. Outcome: undetermined. Alleged rupture, per physician.